Event description:
During the implant procedure, the right atrial (ra) lead was placed in several positions and all positions had high threshold values due to an enlarged right atrium. After several attempts of placing the lead, the helix did not extend. The ra lead was explanted and replaced and the patient was stable.

Manufacturer narrative:
As received, a complete lead was returned for evaluation in one piece. The helix could not extend or retract due to blood/tissue in the helix assembly. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. Electrical testing revealed an internal short due to the over-torqued inner coil in the connector region. The damage noted to the lead body was consistent with that occurring at the time of implant/explant.